Event description:
It was reported that during a bypass procedure the pump stopped while delivering cardioplegia. The clinician was unable to hand crank the pump. The tubing was transferred to a back-up cardioplegia pump. The case continued without further incident. No patient injury.